Event description:
It was reported the bronchoscope had piece of the white material that came off distal tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover insulation was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the piece came off was due to the distal edge c-cover broken. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.